Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon successful deployment of a stent graft in an av graft, the delivery system broke off at the distal end of the catheter. The entire device was removed successfully. There was no reported patient injury.

Manufacturer narrative:
Lot history review: this is the first complaint for this lot number and issue to date visual/microscopic inspection: the device was returned. The device was returned in two separate segments. The stent graft was deployed and not returned. The first segment contained the handle, the metal rod that connects the hand grip and y-injection adapter, and outer grey catheter. The second segment contained 467mm of inner catheter and the atraumatic tip, kinks noted throughout the inner catheter segment. No anomalies were noted to the outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in several segments. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an inner catheter break, as the inner catheter was returned separated from the outer gray catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.